Manufacturer narrative:
(Revision surgery and increased kyphosis) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent an unspecified spinal procedure on an unknown date at levels "d4-s1" .post-op, patient had back pain and high kyphosis due to the fact that the set screw from connector was unscrewed. There was no more connection between superior and inferior construct which was linked by the connector. A revision surgery(posterior fixation) was thus performed on (B)(6) 2017 to explant the connector and replace it with domino connector.

Manufacturer narrative:
Additional information: image review: x-ray image review: single post-op x-ray/pre-revision shows separation of the construct- level unknown. The reported complication is loose set screw. Construct failure would be expected if a connector was used to link the long thoracic and lumbar segments at a single level. If information is provided in the future, a supplemental report will be issued.